Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow-up, the device was in back-up mode. After a software download, interrogation of the device displayed battery impedance of >14 kohms and battery output around 2.42v. After explant, the device exhibited a high current drain of 411ua.